Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/04/2019.

Event description:
The customer reported tidal volume is not getting generated, and pressure valve test failed. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported tidal volume is not getting generated, and pressure valve test failed. The manufacturer¿s field service engineer (fse) checked and found pressure valve problem, after addressing problem is rectified.